Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced ghosted, double vision and blurry in all fields. Additional information was provided that she started to experience a thin line of peripheral vision with shimmering, flickering and glare from the bottom of the lens with blurry and ghosted vision, this is happening 24/7 since the surgery, she is having difficulty working as a dental hygienist and need fine detail and having difficulty driving and had done minimal since surgery date, she cannot drive at night due to the shimmering, halos and glare that radiates into the field of vision. She is having daily headaches due to the distortion in the vision and strain. Patient said that she is very outdoorsy and have not been able to do any sports etc. Since surgery. She cannot be able to do recreational walk daily due to distortion and visual phenomena. Patient was disappointed from the outcome of the surgery. Additional information has been requested but no further info available.